Event description:
Literature: velanovich v. Quality of life and symptomatic response to gastric neurostimulation for gastroparesis. J gastrointest surg (2008) 12:1656-1663. Gastric neurostimulation has been developed as an adjunctive treatment for patients with diabetic and idiopathic gastroparesis unresponsive to pharmacologic and dietary treatment. The purpose of this study is to report symptomatic and quality-of-life response to gastric neurostimulation. Between 2004 and 2008, a total patients underwent placement of the enterra gastric neurostimulation. Reportable event: one patient developed a hematoma in the device pocket.